Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis ( deformation ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported right side rupture with MRI. Later healthcare professional confirmed rupture. Healthcare professional reported upon explant "any creases", "oily, slimy film outer shell", "silicone bleed", "the implant had a film of silicone on the outside but there was no frank rupture of the prosthesis". Unreporting the previously reported ruptured since device was not found ruptured upon explant. The device has been explanted and replaced.

Manufacturer narrative:
Unreporting the previously reported ruptured since device was not found ruptured upon explant.

Event description:
The device has been explanted and replaced. Healthcare professional reported upon explant "any creases", "oily, slimy film outer shell", "silicone bleed", "the implant had a film of silicone on the outside but there was no frank rupture of the prosthesis". Unreporting the previously reported ruptured since device was not found ruptured upon explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture with MRI. Later healthcare professional confirmed rupture. Device remains implanted.